Event description:
During surgical an 'electical' smell was noted & smoke was noted to be rising from motor life area. Pt was transferred to an stretcher & moved to another or rm where surgery was completed.